Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify low battery alert, unexpected battery power loss anomaly and motor error alarm due to blank display. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error and off no power alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer stated that they received low battery alert prior to off no power alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.